Manufacturer narrative:
Update to d4: lot 22249k, sn (B)(6) added. Update to h10: investigation conclusion: lot 19994e: the complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined. Lot 22249k: the complaint history was reviewed and there were seven previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Manufacturer narrative:
Investigation summary: explanation for h3: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported testing positive 2x on 07 jul 2022 when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn 185818884/lot 22249k and cartridge sn (B)(4)/lot 19994e, reader sn (B)(4). Customer then re-tested on the cue covid-19 test for home and over the counter (otc) use once on (B)(6) 2022 and twice on (B)(6) 2022 and received negative results. Customer is also reporting they have had a range of negative and positive tests within the past few days, but did not provide exact frequency, dates or serial numbers. Although requested, no further information was provided.